Event description:
Claims the liner is defective. Requested additional information to clarify what the problem was. Received additional information on 09/21/01: the follow-up information states that the liner would not seat in the shell. The locking feature (flat) on the liner dome is missing.